Event description:
It was reported by service report that the fowler would not lower with either the controls or the manual CPR release. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: ball screw assembly.